Event description:
It was reported during the lead revision procedure (B)(6) (reference MFR report#1627487-2015-10029), intra-operative testing of the existing lead revealed invalid impedance on multiple contacts. Subsequently, postoperative reprogramming produced stimulation in the left arm, however it was not effective. In addition, impedances tested high. Surgical intervention may be undertaken to address the issue at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report#1627487-2015-08214 follow up information identified during the lead revision procedure, an infection was discovered at the anchor site. As a result, both lead and anchor were explanted. Reportedly, the ipg remains implanted. The physician plans to re-implant patient in 2 months. Note: device 2- added (anchor).

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08214. Follow-up identified culture results confirmed a staph infection and antibiotics were administered to the patient as treatment.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.